Event description:
It was reported that when using the bd pyxis¿ medstation¿ es vm. Per medication potassium 10 meq IV (med ID: pota10pi3) premix should have appeared second in the list but was displayed first, which prevented the nurse from successfully removing the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es vm.per medication potassium 10 meq IV (med ID: (B)(6)) premix should have appeared second in the list but was displayed first, which prevented the nurse from successfully removing the medication.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 02-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the problem was related to the medication locations and cabinet access order. A technical support specialist (tss) found that the issue was caused by the access order configuration in the storage spaces, where the higher precedence determined which location dispensed the medication first. Since tower 1 was positioned above the remote stock containing the premix and tower 2 was below it, tower 1 dispensed medication and then premix, while tower 2 dispensed premix and then medication. Tss updated the cabinet access order so the premix would dispense last in all cases, and the customer confirmed the issue was resolved. The customer confirmed that the change worked as expected. The system functioned as intended after the technical support specialist troubleshot the device.